Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out externalized conductors were noted on the right ventricular lead. The lead exhibited no electrical anomalies and remains implanted. The patient will be monitored remotely.